Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available: it was reported that there was no audio alert. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio alert occurred on the mobile app. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.